Event description:
The manufacturer received info alleging a ventilator was displaying a "check circuit" error. There was no pt harm or injury reported.

Manufacturer narrative:
The ventilator was evaluated by the manufacturer and the customer's complaint was confirmed. The device's sensor pca board was replaced to address this issue.